Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that an internal dialyzer blood leak occurred after initiation of a patient¿s hemodialysis (hd) treatment. It was reported that the blood was observed in the hansen lines and treatment was stopped. The hemodialysis machine alarmed appropriately with a blood leak alert. Blood test strips were used and tested positive for the presence of blood. It was unknown if the patient's blood was returned. It was unknown if the patient was re-setup with new supplies or if the patient was able to complete treatment. The patient¿s estimated blood loss (ebl) was unknown. The dialyzer was not available to be returned for manufacturer evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Correction: g1 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there were five other complaints reported against the lot. Four complaints address internal blood leaks, and one complaint addresses an internal prime leak. Four of the complaints are from the same clinic (no samples). The nc/CAPA decision tree was completed (see below) and the trigger limit has not been exceeded for this lot at this time. Should any future complaints be received on this lot number the decision tree will again be completed in that investigation and an nc/CAPA initiated as required. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility nurse reported that an internal dialyzer blood leak occurred after initiation of a patient¿s hemodialysis (hd) treatment. It was reported that the blood was observed in the hansen lines and treatment was stopped. The hemodialysis machine alarmed appropriately with a blood leak alert. Blood test strips were used and tested positive for the presence of blood. It was unknown if the patient's blood was returned. It was unknown if the patient was re-setup with new supplies or if the patient was able to complete treatment. The patient¿s estimated blood loss (ebl) was unknown. The dialyzer was not available to be returned for manufacturer evaluation. Additional information was requested but was not received to date.